Manufacturer narrative:
Concomitant products: product ID: neu_wrench_acc, product type: accessory. Product ID: 388928, lot# 0209242858, implanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator found that it was difficult inserting a known good lead past the #1 balseal connector. X-rays showed that the #1 balseal spring had been damaged. There were marks at the end of the connector bore and in the proximal sealing rings indicating a needle had been inserted into the connector port. In addition, the tecothane connector block was damaged in the setscrew area indicating that the setscrew had been backed out too far.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the tined lead would not advance past approximately two electrodes when being advanced into the implantable neurostimulator (ins) during a stage 2 procedure. A screw issue was indicated. The surgeon counter-screwed to loosen the setscrew and noted that it was ¿very tight¿ and difficult to unscrew. However, the surgeon did manage. The lead would still not advance into the header block and it did not look damaged. The surgeon tried to gently insert a needle (21g) to see if there was blockage and they were unable to advance it. A torque wrench was used to tighten the screw and it clicked ¿almost immediately.¿ tightening and loosening was tried a few times, but the lead was still unable to be advanced. The procedure was completed with a new, different ins. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.